Event description:
The implants mound each time rptr used the pectoral muscle. If rptr flexed the muscle the implant became very ugly, disfigured. To carry this further, implants are not out and if she uses the pectoral muscle her breast area is very painful and her arms hurt, up throug neck and carpal tunnel symptoms excellerate. Dr did tell her the implants could have caused the carpal tunnel.